Event description:
It was reported, the patient had a loss of therapeutic effect. It was stated the impedance measurements were less than 250 ohms and greater than 4000 ohms on all of the bipolar pairs. It was stated, the patient would not tolerate increasing the default test values and re-running the test. It was noted there was a power on reset (por) on the programmer and it was cleared with the clinician programmer. Reportedly, the patient¿s stimulation was off and had been off since (B)(6) 2013. It was stated, the patient left the hospital on program 1 at 1.0 volts and they never let a patient out of the operating room with compromised impedance values. It was noted, the patient¿s device was at 5.0 volts the day of report and the patient stated they made some adjustments. It was stated, the patient reported a loss of efficacy about 4-6 weeks prior to report which was around the same time they received a medical alert bracelet with a 5-star remote signal for their right wrist. Reportedly, the manufacturer representative turned the patient¿s stimulation down to 0.0 volts and tried to turn it up to 1.5 volts with the clinician programmer and it went to a por again. The programmer was resynched and the por was cleared with the clinician programmer again. It was noted when the impedance test was run the day of report 0-3 was 52 ohms and everything else was greater than 4000 ohms. The patient felt the electrode impedance pulses when the test was run at 1.5 volts. It was stated, the patient had a bone density scan on (B)(6) 2013 but according to the clinician programmer the stimulation was off on (B)(6) 2013. It was later reported a new lead and battery were implanted on (B)(6) 2013. It was stated, it was unknown what the patient¿s outcome was.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va05mk4, implanted: 2013 (B)(6); explanted: 2013 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was received with telemetry. Good, stable output was observed. Normal impedances were observed on each electrode pair. While performing analysis, the ins battery voltage dropped to end of life (eol) and a no telemetry condition was observed. It was stated the ins battery had a normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.